Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the stapler was unable to fire and the surgeon was unable to press the green button nor squeeze the handle. There was no patient involved.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account with the appropriate packaging in an undamaged condition. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. . If information is provided in the future, a supplemental report will be issued.